Event description:
Tap. It was reported that 70 days after implantation of a 2.5x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal/mid right coronary artery (rca). A pre-intervention stenosis of 95% with timi grade I flow ("slow penetration/no perfusion") was reported. The lesion was pre-dilated with a 2.5x12mm maverick balloon. A 2.5x20mm taxus stent was deployed in the rca in the region of the lesion. The stent was post-dilated with a 2.5x12mm maverick balloon. A post-intervention residual stenosis of 0% with timi grade iii flow ("complete flow/perfusion") was reported. The pt received integrilin and heparin during the procedure. It was reported that the patient tolerated the procedure well. The patient presented 70 days after the initial procedure with chest pain. Diagnostic evaluation revealed a 100% in-stent restenosis in the proximal/mid rca. No further intervention was performed. The physician recommended, "medical therapy." The patient tolerated the diagnostic procedure "well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #8504286 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.